Event description:
No conclusion can be made based on the info available. Neither batch number nor samples were available. A request for add'l info and return of the device was sent to the pt. To date no samples have been returned and the pt has not responded to the company's request for add'l info.

Event description:
A nurse reported that a patient had novofine 31g needle break off into the left thigh (date unknown). The patient had an x-ray performed and the needle is quite deep, however, it was decided not to remove the needle. Outcome of the event is reported as unknown.